Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, d6a, d6b, d10, h6. D10: 350-01-05e - talus - left - sz 5 - EU: (B)(6), 350-31-04 - tibial plate mb sz 4 lt: (B)(6), 350-41-15 - vantage tibial insert mb sz 5 lt 7mm: (B)(6).

Event description:
It was reported that the patient underwent an initial total ankle replacement on the left side. Subsequently, the patient experienced peri-articular ossifications and intra-articular scar tissue of the left ankle. As a result, approximately 4.5 years after initial replacement, the patient underwent a left ankle revision due to ossifications and scar tissue. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 350-01-05e - talus - left - sz 5 - EU: (B)(6), 350-31-04 - tibial plate mb sz 4 lt: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event involved a device that is not marketed in the united states, nor has a similar marketed device in the united states. As a result, this complaint event is no longer considered reportable to the FDA and this report may be disregarded.